Event description:
It was reported that the device exhibited no ventricular output during the implant procedure. In the unipolar configuration, a single captured paced event was observed followed by complete loss of output.